Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 10.9c. To 11.0cm, 11.5cm to 11.6cm, 11.8cm to 11.9cm, 12.0cm to 12.1cm, and 12.3cm to 12.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Record being created based on analysis.